Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stopped the fill tubing during the load process after 10.2 units, and an air bubble was observed that was the length of the infusion set tubing. The customer's blood glucose level was 277 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.